Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to double counting. The patient was evaluated in the emergency room and a magnet was placed to inhibit therapy. A chest x ray was performed and it was found that the right ventricular (rv) lead had twiddled. A revision procedure was performed and the rv was repositioned. A cangaroo envelope was implanted. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2117. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to double counting. The patient was evaluated in the emergency room and a magnet was placed to inhibit therapy. A chest x-ray was performed and it was found that the right ventricular (rv) lead had dislodged due to twiddlers syndrome. A revision procedure was performed and the rv was repositioned. A cangaroo envelope was implanted. No additional adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to double counting. The patient was evaluated in the emergency room and a magnet was placed to inhibit therapy. A chest x ray was performed and it was found that the right ventricular (rv) lead had twiddled. A revision procedure was performed and the rv was repositioned. A cangaroo envelope was implanted. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
Corrected fields: h6 impact codes added unexpected medical intervention added outcomes attrib to adv event.